Event description:
Event description guidant received information that this patient's pocket was reopened after an upgrade procedure, due to oversensing. When flushing the ventricular is-1 connection, air was found to be bubbling out of the seal plug. As a result, the device was replaced. It was discovered the oversensing was due to lead tapping so the rate/sense lead was capped and a previously abandoned pacing lead was used. This patient is pacing dependant.,